Event description:
Epidural catheter was placed by anesthesiologist without complication. Upon delivery ob physician attempted to remove catheter and it broke upon removal." "X-ray of lumar spine performed and failed to reveal foreign body. CT scan done and reveal 1 cm piece of epidural catheter at the l2-3 interspace. Patient was referred to neurosurgeon for 2nd opinion. He recommended removal. This was accomplished in 2004."